Event description:
It was reported that the patient contacted the hotline with pump alarming, "air in line." Per reporter, alarm was acknowledged, and settings were reviewed. (Res vol 13.8ml, rate 5ml/hour, total given 446.25ml since (B)(6) 2024 (not cleared by facility.)) Patient confirmed all connectors are open but does visualize some air bubbles within the tubing. Per reporter, the pump was powered off, tubing clamped, and the whole pump was tapped on a firm surface and the tubing was massaged in an attempt to disperse air bubbles. The issue was not resolved, and the alarm returned. The cassette latch was locked by the facility, so further troubleshooting was not possible. The event occurred while use with patient at hospital. There was a patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name "(B)(6) inc. -- ((B)(6) clinic)" investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
No device was returned for repair/evaluation. No previous repair has been noted in the last 12 months. No event history log provided. Product was not returned, and no photographic evidence was provided to aid in this investigation. As a result, a product evaluation and problem confirmation cannot be performed.